Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2007 due to femoral neck fracture. A review of invoice history confirms both surgery dates and that the femoral resurfacing head was removed and replaced with a modular head, taper insert and femoral stem.

Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2007. Subsequently, subsequently, patient was revised on (B)(6) 2007 due to femoral neck fracture. A review of invoice history confirms both surgery dates and that the femoral resurfacing head was removed and replaced with a modular head, taper insert and femoral stem.